Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be successfully implanted as the atrial lead was not able to be inserted in the right atrial (ra) port of the device. Reportedly, the ra lead was able to be inserted into the right ventricular (rv) port of the device, but not the ra port. Subsequently, the crt-p was removed prior to pocket closure and a non-boston scientific device was implanted to complete the procedure. There is not information available regarding the ra lead model/serial number at this time. The crt-p device is expected to be returned for analysis. No additional adverse patient effects. The ra lead model/ serial number was provided. The lead remains in service with the implanted non-boston scientific device. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1/df-1 lead into the header of this device resulting in lead insertion difficulty.

Manufacturer narrative:
Upon receipt at our laboratory, high powered visual inspection of the device header and lead barrels noted a small amount of epoxy from the manufacturing process in the right atrial lead barrel near the tip port. All seal plugs were intact. Pin gauge testing was performed and the right atrial header port measured lower than expected specifications. Laboratory analysis confirmed that the cause of the reported clinical observations was the identified epoxy in the right atrial lead barrel.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be successfully implanted as the atrial lead was not able to be inserted in the right atrial (ra) port of the device. Reportedly, the ra lead was able to be inserted into the right ventricular (rv) port of the device, but not the ra port. Subsequently, the crt-p was removed prior to pocket closure and a non-boston scientific device was implanted to complete the procedure. There is not information available regarding the ra lead model/serial number at this time. The crt-p device is expected to be returned for analysis. No additional adverse patient effects. The ra lead model/serial number was provided. The lead remains in service with the implanted non-boston scientific device. The device was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be successfully implanted as the atrial lead was not able to be inserted in the right atrial (ra) port of the device. Reportedly, the ra lead was able to be inserted into the right ventricular (rv) port of the device, but not the ra port. Subsequently, the crt-p was removed prior to pocket closure and a non-boston scientific device was implanted to complete the procedure. There is not information available regarding the ra lead model/serial number at this time. The crt-p device is expected to be returned for analysis. No additional adverse patient effects. The ra lead model/serial number was provided. The lead remains in service with the implanted non-boston scientific device. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our laboratory, high powered visual inspection of the device header and lead barrels noted a small amount of epoxy from the manufacturing process in the right atrial lead barrel near the tip port. All seal plugs were intact. Pin gauge testing was performed and the right atrial header port measured lower than expected specifications. Laboratory analysis confirmed that the cause of the reported clinical observations was the identified epoxy in the right atrial lead barrel.